Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to approximately 390 mg/dl after approximately 5-24 hours of pod wear on the leg. Upon removal of the pod, the cannula was found to be bent. The mother applied a new pod and the patient successfully resumed therapy. There was no medical intervention reported in relation to this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.